Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing however, pump error 63 alarm and pump error 4 alarm are found in the downloaded history files due to broken trace at pin 1 of on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms and failed battery alarm during self test. The customer's blood glucose was unknown at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass self test and hardware low level failure alarm. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.